Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level, as values remained within the normal range. Customer support instructed the caller on proper button-pressing techniques and decided to replace the pump. The caller was informed to use an alternate method for insulin delivery in the meantime, understood instructions for returning the pump, and acknowledged the process.